Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a routine cardiac resynchronization therapy defibrillator (crt-d) generator replacement, a hematoma was noted at the generator site that necessitated a 2 day hospital stay. The patient was then discharged to a skilled nursing facility. During admission to the skilled nursing facility, it was noted the patient had oozing, severe swelling, and a hematoma over the device site. A superficial incisional surgical site infection was noted and the patient was started on antibiotics. The patient was discharged from the skilled nursing facility approximately 1 month later in stable condition with no signs or symptoms of infection. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.